Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon is stuck up - (B)(6) [foreign body in reproductive tract]. Tampon won't come out [complication of device removal]. Case description: consumer reported via social media that tampon is stuck and won't come out. No serious injury reported.